Event description:
Pt called after having a spinal surgery. Since the surgery off and on she has experience problems when turning her body to the left. Making it hard for her to take care of herself in ways such as making it hard for her to use the bathroom or shower on her own. She states she feels a hard pain in her stomach like a charlie horse that locks in her stomach every time this happens. Pt has no range of motion when this happens. She also experiences discomfort. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).